Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection, while the device was being applied on the "off the segment vein", the user found that device couldn't be fired using the first white staple, then he replaced another white staple but still couldn't be fired. He replaced the handle and tried to fire the first two white staple, unable to fire. He replaced a purple staple which fired and complete the case. There was no patient injury.